Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Siemens determined that the shutdown process in online training video did not match the online training document. A siemens specialist clarified the steps with the customer. There is no instrument malfunction. The instrument is performing according to specifications.

Event description:
The customer reported the differences between a siemens online training video and an online training document with respect to shutdown, startup and recovery options on the atellica sample handler prime caused a delay in testing stat and routine samples for chemistry and immunoassay tests for 6 hours. There are no known reports of adverse health consequences due to this event.